Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01113. It was reported that during a check prior to MRI, noise was observed on the right atrial (ra) and right ventricular (rv) leads. There were multiple noise reversion episodes, high ventricular rate (hvr), at/af burden and false positives on the device. Isometric testing could reproduce the noise on the ra lead but not on the rv lead. A change in lead configuration was made. No further change was suggested. Lead revision was scheduled.